Event description:
It was reported that this left ventricular (lv) lead was an attempted lead due to placement difficulties. The physician did not have proper guide and did not want to use just stylets. The procedure was cancelled due to patient condition and prolonged procedure. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was an attempted lead due to placement difficulties. The physician did not have proper guide and did not want to use just stylets. The procedure was cancelled due to patient condition and prolonged procedure. No adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field h6: impact codes, adding an additional code not included in the original report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains a correction to field h6: impact codes, adding an additional code not included in the original report.

Event description:
It was reported that this left ventricular (lv) lead was an attempted lead due to placement difficulties. The physician did not have proper guide and did not want to use just stylets. The procedure was cancelled due to patient condition and prolonged procedure. No adverse patient effects were reported.